Manufacturer narrative:
No radiographs were provided. The patient's bone quality is unknown. Parts met acceptance criteria upon release. There is no evidence of implant or instrumentation malfunction. The instructions for use list femoral bone fracture during intra-operative bone preparation or impaction as a potential adverse effect.

Event description:
An intraoperative fracture occurred during placement of a hip stem. The surgeon reported a crack might have been caused by rasping too hard. When the implant was inserted, the crack might have caused a diagonal fracture around the lesser trochanter. The surgeon provided additional support with a plate and cable around the fracture line followed by cement around the stem.